Manufacturer narrative:
On-site investigation was performed by the field service engineer. The reported issue was reproduced during troubleshooting. According to the information received, the turbine and inspiratory flowmeter were found to be defective. The defective parts have been requested for further investigation, however, they have not yet been received.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).